Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The pump did not turn on even after a battery replacement; the incident occurred the morning of the complaint, immediately after the patient woke up. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/31/2013 with the following findings: a review of the device history indicated a pump reboot associated with a battery and cartridge change. No damage was observed to the pump battery compartment. No evidence of moisture contamination was found in the battery compartment. The battery cap secured properly to the pump, however the spring was missing from the cap and the pump would not power on. A test cap was used to exercise the pump for 24 hours; no power loss or related alarms were observed. The pump case was removed and no moisture or loose components was observed. No evidence of intermittent contact was found on the battery terminal contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.